Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: supplies/tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved failed to gain hemostasis. The operator observed bleeding after what seemed to be a successful deployment. Manual compression was held for twenty minutes after failed deployment and hemostasis was achieved. The estimated blood loss was less than 250cc's. There was no effect to the patient. The procedure outcome was successfully achieved hemostasis with manual compression. There was no patient injury/medical or surgical intervention required. Additional information was received on 28 jan 2022: the procedure performed prior to use of the closure device was a lower extremity angiogram/intervention using a 6 fr sheath. There were no difficulties with access, sheath, guidewire, or catheter insertion. An angiogram of the access site was performed prior to deployment. There were no issues with the angio-seal itself regarding insertion, deployment, or withdrawal of the device. The patient was in stable condition.